Event description:
Attorney reported that the pt suffered great pain of body, nerves and nervous system, was severely and permanently injured, resulting in her death. In 2005 - pt underwent hernia repair, during which a kugel patch was inserted (no product code or lot number provided). In 2007 - kugel patch was explanted (no reason for explant provided). On six months later - pt died (no cause of death provided).

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned or requested for additional info has not been responded to. No conclusion can be drawn at this time. Twice we have requested additional info from attorney including pt info, copies of medical info/records and death certificate/autopsy report from the attorney. Both of these request have been in the form of certified letters. A DHR review has not been conducted, since no specific product code or lot number have been provided. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.